Event description:
Customer's mother reported receiving erratic readings on his freestyle lite blood glucose meter. Customer's mother reported receiving readings of 353 mg/dl, 168 mg/dl and 48 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on the parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned. A follow-up report will be completed once the investigation results are available.